Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate episodes of shock delivery from this subcutaneous implantable cardioverter defibrillator (s-ICD) to determine whether they were appropriate. The physician hypothesized the episodes were likely supraventricular in origin. Upon review, ts determined that the episodes exhibited variable r-wave amplitude and qrs complex morphologies. Ts stated that the arrhythmia morphology could be the result of ventricular tachycardia and/or atrial tachycardia with a bundle branch block. As the s-ICD is unable to treat atrial arrhythmias, ts recommended assessing the patient's condition at the time of the therapy, and potentially adding or adjusting the patient's anti-arrhythmia medication. Should the physician prefer a more conclusive assessment of the arrhythmia, classic medical diagnostic exams should be performed, such as holter monitoring or utilizing an insertable cardiac monitor (icm). At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.